Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k71 that has a similar product distributed in the us, list number 6c07.

Event description:
The customer generated discrepant results for one patient while using the architect total psa (prostate specific antigen) and architect free psa (prostate specific antigen) assays. The following data was provided: sid (B)(6), tpsa 0.568 ng/ml, fpsa 1.613 ng/ml. Retest results were noted as being consistent with initial results. Per clinical feedback the results are inverted. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26. Component code: g01003. D8 was this device serviced by a third party? No. A review of tickets was performed for reagent lot number 16071fn00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Performance testing was performed using an in-house retain kit of lot 16071fn00. All specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect free psa lot 16071fn00 was identified.